Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right ventricular (rv) and left ventricular (lv) leads. The leads were inactivated, and the patient is being treated with transcutaneous pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.